Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an early sensor expiration due to a stale stop command. The reported issue of a new sensor alert is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.